Manufacturer narrative:
(B)(4). Batch # n53c60. The analysis found that one pcee60a device was returned in good visual condition and with two ecr60d cartridges were present. The cartridges were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 7/12/2016. Batch # ni the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were the unformed staples in the tissue?

Event description:
It was reported that during a laparoscopic lung resection, some staples of the proximal end were deployed and unformed. The cartridges were gold. Another device was used to complete the case. There were no adverse consequences to the patient.